Event description:
It was reported that during a follow up, x-ray imaging was performed and dislodgement of the right atrial (ra) lead was observed. A revision procedure was performed, however, while repositioning the ra lead, the helix was unable to retract due to unspecified material that was visually observed in the helix. The physician suspected the dislodgement of the ra lead was due to the unspecified material in the helix. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.